Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2006 product type catheter product ID 87 31sc serial# (B)(6) implanted: (B)(6) 2013 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 25-oct-2008, UDI#: (B)(4); product ID: 8731sc, serial/lot #: (B)(6), ubd: 04-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the catheter was leaking near the spine. A catheter study was performed, and it was confirmed that there was a fluid collection near spine. The patient has ankylosing spondylitis, and the physician thought it was bone growth, so they cut the catheter. A catheter revision will be performed in the future. The issue was not resolved. The healthcare provider has no further information for medtronic.